Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 10 mg/ml at 0.867 mg/day and bupivacaine 40 mg/ml at 3.467 mg/day. The indications for use were spinal pain and post lumbar laminectomy syndrome. The patient experienced increased pain and shaking. The pump was interrogated, and the logs were read. A dye study was attempted, and they were unable to aspirate the catheter. The patient would be scheduled for a catheter revision on (B)(6) 2016. The issue was not resolved. The patient¿s status was ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.